Manufacturer narrative:
A patient administration set(pas) is a device used with cardiogen 82 infusion system. The labelling for the infusion system specifies that only cardiogen-82 compatible sterile tubing sets provided by bracco are to be used. The pas is used for intravenous administration of the nuclear medicine imaging agent rubidium-82 (rb-82) to the patient. The line is 42 inches long and has a luer connection at one end used to connect to the cardiogen-82 infusion system cassette line (also a bracco product). At the other end of the line, there is an inline sterile filter, a one way check valve and a luer lock connector to connect the line to the patient catheter. The pas is installed in the cardiogen-82 infusion system. It is used for nuclear medicine cardiac stress tests where the radionuclide rb-82 is administered to the patients and the images are acquired with a nuclear camera. Per bracco's quality department, a quality investigation will not be conducted because the report does not involve an issue related to product quality. This case is medically closed. Company comments: this report of use error without any reported adverse events refers to the use of non-bracco patient administration sets with the bracco cardiogen-82 infusion system. The user facility had been using both bracco and generic patient administration tubing for 3 years when performing pet scans. The risk of using generic patient administration tubing include 1) not having a backflow check valve or a microbial filter which can allow backwash of pathogens from a patient's blood up into the accessory tubing set of the cardiogen-82 infusion system, and 2) can allow forward infusion into the patient of microbes accessing the fluid path from any breach anywhere in the tubing that is distal to the most distal microbial filter in the accessory tubing set. This use error was addressed to the nuclear medicine supervisor at the doctor's facility. The bracco cas instructed the technologists at the site and the nuclear medicine supervisor to immediately cease using any patient administration sets that are not specifically labelled for use with the bracco diagnostics cardiogen-82 generator and infusion system. In addition, the technologists at the site, nuclear medicine supervisor and the rso (radiation safety officer) were retrained on the proper use of the cardiogen-82 generator and infusion system as outlined in the prescribing information and the cardiogen-82 infusion system manual. None of the patients experienced adverse events due to the generic tubing, so the facility felt that there was no need for any further testing on any of the patients that had a pet scan. Although no specific adverse events have been identified, this incident is being reported to FDA due to possible compromise of sterility.

Event description:
On 10-aug-2016, a bracco clinical application specialist(cas) reported use of non-bracco patient administration sets with the cardiogen-82 infusion system. The report was forwarded to bracco drug safety on 16-aug-2016. On (B)(6) 2016, the bracco cas visited a user facility and observed that the technologists at the site were operating the cardiogen-82 infusion system with non-cardiogen-82 patient administration sets. The occurrence was addressed to the nuclear medicine supervisor at the hospital (user facility). On unspecified dates, non-bracco patient administration sets were used with the cardiogen-82 infusion system on an unspecified number of patients (no patient identifiers provided). Cardiac rest and stress tests for all the involved patients were completed without any adverse signs or symptoms. No further information was provided. Additional information required. On 18-aug-2016: the bracco cas provided additional information. The user facility had been using generic patient administration tubing for a period of 2 years (2014). It was reported that 1200 patients have been infused using the generic patient administration tubing. None of the patients experienced any adverse events due to the use of the generic patient administration tubing. None of the affected patients underwent any type of testing (bloodborne pathogens; etc.). None of the affected patients experienced any signs or symptoms of infection (fever, chills, etc.). The user facility reported that they used a different "generic patient line and filter with each patient". No further information was available for this report. This case is medically closed. On 02-sep-2016: the bracco cas provided additional information. It was reported that the user facility uses a patient IV setup associated with a check-valve. This patient IV line is located in-between the patient and the generic patient administration set. No further information was available for this report. This case is medically closed.

Event description:
On 10-aug-2016, a bracco clinical application specialist(cas) reported use of non-bracco patient administration sets with the cardiogen-82 infusion system. The report was forwarded to bracco drug safety on 16-aug-2016. On 10-aug-2016, the bracco cas visited a user facility and observed that the technologists at the site were operating the cardiogen-82 infusion system with non-cardiogen-82 patient administration sets. The occurrence was addressed to the nuclear medicine supervisor at the hospital (user facility). On unspecified dates, non-bracco patient administration sets were used with the cardiogen-82 infusion system on an unspecified number of patients (no patient identifiers provided). Cardiac rest and stress tests for all the involved patients were completed without any adverse signs or symptoms. No further information was provided. Additional information required. 18-aug-2016: the bracco cas provided additional information. The user facility had been using generic patient administration tubing for a period of 2 years (2014). It was reported that 1200 patients have been infused using the generic patient administration tubing. None of the patients experienced any adverse events due to the use of the generic patient administration tubing. None of the affected patients underwent any type of testing (bloodbourne pathogens; etc.). None of the affected patients experienced any signs or symptoms of infection (fever, chills, etc.). The user facility reported that they used a different "generic patient line and filter with each patient". No further information was available for this report. This case is medically closed. 02-sep-2016: the bracco cas provided additional information. It was reported that the user facility uses a patient IV setup associated with a check-valve. This patient IV line is located in-between the patient and the generic patient administration set. No further information was available for this report. This case is medically closed. 05-mar-2018: case corrected as per e-mail response received from the FDA on 05-mar-2018 at 10:47 am (est). Any previously submitted codes were removed from the form FDA 3500a. Any missing codes were added. A new form FDA 3500a case was generated which now includes the updated mailing address for the manufacturer. Corresponding worldwide case ID: (B)(4).

Manufacturer narrative:
A patient administration set(pas) is a device used with cardiogen 82 infusion system. The labelling for the infusion system specifies that only cardiogen-82 compatible sterile tubing sets provided by bracco are to be used. The pas is used for intravenous administration of the nuclear medicine imaging agent rubidium-82 (rb-82) to the patient. The line is 42 inches long and has a luer connection at one end used to connect to the cardiogen-82 infusion system cassette line (also a bracco product). At the other end of the line, there is an inline sterile filter, a one way check valve and a luer lock connector to connect the line to the patient catheter. The pas is installed in the cardiogen-82 infusion system. It is used for nuclear medicine cardiac stress tests where the radionuclide rb-82 is administered to the patients and the images are acquired with a nuclear camera. Per bracco's quality department, a quality investigation will not be conducted because the report does not involve an issue related to product quality. This case is medically closed. Company comments: this report of use error without any reported adverse events refers to the use of non-bracco patient administration sets with the bracco cardiogen-82 infusion system. The user facility had been using both bracco and generic patient administration tubing for 3 years when performing pet scans. The risk of using generic patient administration tubing include 1) not having a backflow check valve or a microbial filter which can allow backwash of pathogens from a patient's blood up into the accessory tubing set of the cardiogen-82 infusion system, and 2) can allow forward infusion into the patient of microbes accessing the fluid path from any breach anywhere in the tubing that is distal to the most distal microbial filter in the accessory tubing set. This use error was addressed to the nuclear medicine supervisor at the doctor's facility. The bracco cas instructed the technologists at the site and the nuclear medicine supervisor to immediately cease using any patient administration sets that are not specifically labelled for use with the bracco diagnostics cardiogen-82 generator and infusion system. In addition, the technologists at the site, nuclear medicine supervisor and the rso (radiation safety officer) were retrained on the proper use of the cardiogen-82 generator and infusion system as outlined in the prescribing information and the cardiogen-82 infusion system manual. None of the patients experienced adverse events due to the generic tubing, so the facility felt that there was no need for any further testing on any of the patients that had a pet scan. Although no specific adverse events have been identified, this incident is being reported to FDA due to possible compromise of sterility.